Event description:
It was reported that the customer did not receive no delivery alarms when his/her blood glucose level was high. The insulin pump failed to deliver three boluses. The customer's blood glucose level was 468 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads, minor scratches on the display window and a stained end cap sticker. It could not be verified if the bolus amount on (B)(6), 2015 was delivered manually because the history file was overwritten.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.